Manufacturer narrative:
The returned liberty cycler was subjected to a system air leak test and a valve actuation test, a mushroom head inspection, an internal inspection and a simulated treatment. The returned liberty cycler passed all inspections and tests and the problem patient line blocked was not duplicated during the testing. Per the fmc pharmacovigilance physician: there is no evidence to reasonably suggest that the hypoglycemia was related to the liberty cycler. Hypoglycemia is a medical issue related to diabetes and medication administration. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between 21 march 2011 to 11 march 2013.

Event description:
Home peritoneal dialysis patient called tech support due to fill alarms encountered during a continuous cycling peritoneal dialysis treatment. While setting up the cycler, the patient became unresponsive. The patient had given herself insulin but did not remember the exact dose, stating it was not much but enough to cover the night. Patient started a continuous cycling peritoneal dialysis treatment. She encountered problems filing and called tech support and they could not get the machine going. Tech support advised her to turn off the machine. The patient then felt like her blood sugar was dropping. She had a teaspoon of peanut butter went back to her room. Upon awaking at 3am, she saw paramedics policeman and her granddaughter. She was told her blood sugar was 40 and was given an IV. After treating her they left and she was not taken to the hospital. Patient did a manual treatment the next morning. The cycler was replaced.